Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction and connected to the pump (autocat2 wave). The fiber optix sensor was connected to the pump; automatic zeroing was not possible. The md performed a sheathless insertion and while inserting the iab it became kinked, the iab was removed and the md requested another arrow iab for insertion. See medwatch 1219856-2008-00164 for second event involving the same pt.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.